Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a hematoma at the ipg site. As a consequence, the device was explanted. There have been no reports of further complications regarding this event.